Manufacturer narrative:
The insulin pump was received with minor scratches on the display window and a cracked display window corner. Moisture damage was found on the keypad traces and electronic assembly.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported that the insulin pump was in a box to protect it from water but that the box had filled up with water anyway when the customer went swimming. The blood glucose reading was 81 mg/dl. Nothing further was reported.